Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed in the pca only mode to deliver morphine sulfate 1 mg/ml, with a 5 mg pca dose, a 15 minute pt lockout, and a 30 mg 4 hour limit. At 1930, the pt was responsive, acknowledged the nurse and had a respiratory rate of 20 breaths per minute. At 2310, the nurse found the pt with agonal respirations, a heart rate of 110-114 beats per minute and was unresponsive to verbal stimuli. A code was called. The pt was treated with four doses of narcan, intubated and mechanically ventilated. The pt was extubated the next day with "stable vital signs and was lucid." After the event it was discovered the pt reportedly had taken zanax prior to the procedure and did not inform the user facility. The device was removed from clinical service. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.